Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The customer said that the reported event occurred during preparation for use. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Device design records indicate that the design has been modified to improve resistance to power switch breakage. This redesigned device shipped after december 11, 2013. Based on the this device manufacture date, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the damaged power switch due to unexpected stress. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
There is no information that the device has been returned to any of the olympus locations. However, the service department of olympus (B)(4) said that a engineer installed a new power switch with a gray switching mechanism and replaced the old one. The old power switch has been disposed of. (B)(4) said a defect of the power switch was the cause of the event. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the power switch can no longer be switched on. Reportedly, the power switch stuck and could not be pushed in. There was no report of patient injury associated with this event.